Event description:
A device report from (B)(4) indicated a hospital and-or surgeon reported: patient experienced a fracture of the femoral shaft and during the procedure: surgeon was inserting the hip screw according to the technique guide with the t-25 screwdriver. As surgeon went to detach the hip screw from the driver it would not detach and the hip screw was pulled out with the driver. After some manipulation, surgeon managed to remove the hip screw from the driver. Another screw was selected and inserted, the procedure was completed. This is 1 of 2 reports for this event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
An internal investigation was performed at synthes (B)(4). Functional testing of the complained hip screw confirms that this article does correspond fully to our specifications. The screw was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No valid similar issue has occurred in the past.